Event description:
It was reported by the customer, the ultrasonic gastrovideoscope failed the leak test. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the cover on the probe unit was cut. This report is to capture the reportable malfunction of the cover on the probe unit was cut noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover glue was chipped and leaking. The ultrasound image cord was cut and leaking. The scope connector had fluid invasion and corrosion. The ultrasound image electrical connector and ultrasound image electrical connector had corrosion. The ultrasound image had multiple broken elements. The switch/camera was cut. The scope cover name plate was missing. The light guide tube had buckles and scratches. The angle wire on the control knob was stretched creating play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.